Event description:
Device malfunction: unk. Symptoms/ae: pseudoaneurysm and thrombosis. Time of symptoms/ae: post vessel closure. It was reported that a physician in-training in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, post arteriotomy closure the pt developed swelling at the arteriotomy site and a diagnosis scan showed a 1 cm pseudoaneurysm and a common femoral venous thrombosis. No treatment was performed or is scheduled. The pt is being monitored and reported to be doing fine. There were no reported adverse pt sequelae. Though requested, no additional information was available.

Manufacturer narrative:
(Other - swelling). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.